Event description:
It was reported that a patient, with an inflatable penile prosthesis (ipp), experienced the device not performing as intended due to fluid loss from an unknown location. The original ipp was explanted, and a new ipp was implanted. No patient complications were reported.